Event description:
Pt reported that they tested their blood glucose before lunch (result=197 mg/dl), then when they went to the bathroom they noticed their infusion set tubing had pulled away from the site connection. Pt had slight ketones in their urine and their blood glucose was 306 mg/dl. Pt changed infusion set and self-treated high blood glucose by bolusing.